Event description:
The customer reported the 9900 system would not store cine runs. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The usb cable was re-routed to the dvd drive. The system was tested and operates as intended.